Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the customer was hospitalized due to a bent cannula on the infusion set. The customer woke up at 2:00 am with a hot head and felt nauseous. The customer received a blood glucose result of 21.8 mmol/l. The customer administered 8 iu through the pump, drank a glass of water, and went back to sleep. At 4:30 am the customer again woke up nauseous and received a blood glucose result of 25.8 mmol/l. The customer removed the cannula and discovered that it was bent. The customer then administered 10 iu by insulin pen and went to the hospital. At the hospital the patient was treated with a perfusor. The blood glucose results obtained at the hospital were not provided. The patient was hospitalized for two days.